Event description:
During a robotic tlh procedure the patient received a vaginal laceration. The laceration was inside the vagina about 1 inch at the introits (about 10'oclock position) which had to be sutured closed.

Manufacturer narrative:
Coopersurgical's (B)(4) spoke to dr (B)(6) of hospital regarding this incident. Patient had an extremely small introitus. Dr (B)(6) was not sure when the laceration occurred but on the perineal body and may have been when the uterus was being pulled from the vagina. Small perineal tear - suture ligated with a couple of sutures and no adverse patient outcome. Product has not been returned to coopersurgical for evaluation. (B)(4).